Manufacturer narrative:
Gbo complaint: (B)(4). No samples were received for evaluation. We have no further inventory of the material/batch. We forwarded the complaint to our affiliated headquarters in (B)(4) from which we receive this product. According to their comments, a review of production documents revealed no deviations associated with the reported error. No abnormalities affecting the function of the tubes could be found during the manufacturing process. The complaint cannot be determined.

Event description:
Customer states they are not able to get the vacuum in the tubes to fill to the black arrow (underfilling). This is occurring even if they have a discard tube. This is causes (specimens) to be rejected in hematology. Devices involved include straight needles, butterfly collection sets and syringes. The phlebotomists are using a discard tube anytime they use a butterfly collection set. They are securing the tube with their thumbs until tubes are filled. Customer advises they do not know the exact percentage on tubes be rejected due to underfilling but estimates it to be less than 5%. No photos available.